Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device display flickers and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that a zoll field service technician performed an onsite evaluation and confirmed the reported issue of the unit being unable to power on and exhibiting screen flickering. Further investigation isolated the issue to the AED 3 battery. The battery was returned to zoll singapore for evaluation and was confirmed to be defective, as it was unable to power on a known-good test unit. As a result, the battery was replaced to remedy the problem. No emerging trend based on similar reports.